Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. A power on reset (por) occurred on 2013-(B)(4) with a reason for the reset of a swi1 interrupt occurred.

Event description:
It was reported that an implantable pulse generator (ipg) experienced a power on reset (por) related to ram. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).